Event description:
It was reported that several syringe s2 20ml 18ga 1-1/2in bd china barrels were cracked, which resulted in leakage. The following information was provided by the initial reporter, translated from (B)(6) to english: "there are nearly 30 syringes in a box of 20ml syringes with cracks and water leakage"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that several syringe s2 20ml 18ga 1-1/2in bd china barrels were cracked, which resulted in leakage. The following information was provided by the initial reporter, translated from chinese to english: "there are nearly 30 syringes in a box of 20ml syringes with cracks and water leakage"

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301948 and lot number 2106144. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, our investigative team obtained twenty retained samples for evaluation. The retained samples were examined and no signs of defect were identified. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system in place which inspects all syringes and automatically rejects any faulty product identified. Based on the investigation results, we are unable to confirm the reported issue and an exact cause cannot be determined at this time.